Event description:
It was alleged that the infusion device was not delivering insulin even though it sounded as though it was. The patient experienced elevated blood glucose levels up to hi (33.3 mmol/l or higher). The patient was admitted to the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.